Manufacturer narrative:
Prosthesis, hip, semi-constrained, metal/polymer, cemented. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported, a 70 yo male patient, who had a right hip revision procedure in 2001, and was implanted with an accumatch m-series stem with an omnifit dual geometry cup, underwent a revision procedure on (B)(6) 2023, approximately 22 years post the initial procedure due to a loose cup and osteolysis. During booking the procedure, the information understood, was an exactech stem and a 26mm +5 head was in situ. The acetabular side was originally a competitor omnifit dual geometry cup, that was revised to another competitor trabecular metal revision cup, tm augments and a cemented avantage dual mobility cup. The stem needed a 28mm head to conform with the avantage poly dm liner. Information communicated was that this stem taper is 12/14 and the only heads that are available reflect this taper. 22,28,32 & 36mm head trials and implants were provided for the case. Once the acetabular revision had been performed, during trial reduction, the 12/14 28mm +7 head trial with the relevant offset and leg length seemed accurate. However, once the definitive implant was opened it did not fit the taper of the stem. It was too large. The stem taper was obviously smaller than the aperture of the head. It was then established that the trial did not fit appropriately either but had been less noticeable at the time. As no other option was available at the time for this patient, the surgeon decided to leave the head trial in situ to protect the stems taper until a suitable head could be provided. Further communication indicated that the pre 2006 m-series stems had an 11/13 taper. The patient¿s bone is insufficient to receive another revision femoral stem or a proximal femur replacement. Head replacement is the only viable option for this patient. The correct heads have been identified and are being sent from the us. The procedure will be completed following the correct devices receipt. The patient required prolonged hospitalization as a direct result of this issue. The product is not returning ¿ kept by the customer for analysis. No further information.

Manufacturer narrative:
H6: loosening of implanted components is a known event associated with joint replacement therapy. Based on the review of all available information and the analysis, there are no design, manufacturing, user related, or patient related issues that appear to have contributed to this event. The event of femoral loosening reported was likely the result of failure of the bond between the bone cement and the femoral component, which lead to aseptic (non-infected) loosening of the femoral component.